Event description:
The customer reported via phone call that they experienced high blood glucose. Insulin pump gold pieces battery cap was damaged. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. The customer was assisted with troubleshooting. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring= black customer returned pump due to alleged high bgs and cosmetic damage on battery compartment and battery cap on (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test. P-cap was inserted and properly locked into place. Unit was received with no battery cap. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: scratched case, battery tube threads cracked, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt rails, cracked case (battery tube), keypad overlay texture damage. No unexpected alarms/alert/anomalies noted during testing. Cosmetic damage was confirmed at battery compartment. Cosmetic damage is unknown at battery cap due to missing battery cap. Unable to confirm high bg anomaly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.